Manufacturer narrative:
There were no alarms on the last calibration performed on (B)(6)2021. The calibration signals were slightly lower than expected. Quality controls were within range, showing no indication of a reagent or instrument performance issue. The field service engineer replaced a protector. Performance testing was run and results showed no changes in pipetting. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
On the customer's e411 analyzer, controls were within range on (B)(6) 2021. The alarm trace indicated an abnormal pipetting alarm occurred on (B)(6) 2021. After the event, the customer ran patient comparison studies between the two instruments and the results were reproducible. This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for two samples collected from the same patient and tested with the elecsys hcg test system on two cobas e 411 immunoassay analyzers. The first sample was tested on the customer's e411 analyzer serial number (B)(4), resulting in an hcg value of 9.26 miu/ml and this value was reported outside of the laboratory. A second sample was collected from the patient on (B)(6) 2021 and tested on the customer's e411 analyzer, resulting in an hcg value of 0.500 miu/ml. This value was considered to be correct. The first sample was then repeated on the customer's e411 analyzer on (B)(6) 2021, resulting in an hcg value of 0.534 miu/ml. Given the difference in results, both samples were sent to another laboratory for testing on a second e411 analyzer (serial number unknown). The first sample resulted in an hcg value of 1.01 miu/ml and the second sample resulted in an hcg value of 0.874 miu/ml. The hcg reagent lot number was 49193000, with an expiration date of 31-dec-2021.